Manufacturer narrative:
As reported, the avitene flowable was unsuccessful in controlling the bleeding. The subject device was not available for evaluation. As reported, the flowable was mixed with 5ml of saline, which would have made it less viscous and have a thinker consistency. The staff also threw away the connector and tip. It was also reported that a 14g tip (1.6mm) was used, which is smaller than the supplied and intended tip (3mm). Based on the information provided and investigation performed the reported event is determined to be use related. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during posterior longitudinal ligament (pll) dissection, the avitene flowable was unsuccessful in controlling the bleeding. The surgeon applied flowable three times, after the third unsuccessful attempt with flowable, they used a non-bd product to complete the procedure. This failure caused a delay in the procedure. It was confirmed that the patient was not heparinized during the procedure. There was no patient harm or injury.